Manufacturer narrative:
Concomitant medical products: product ID: bi71000063, lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. The issue was confirmed. The drive chains on both wheels were intact, but loose. Both chains were adjusted and the clutch cable was also found to be loose. The cable clutch was adjusted. It was also found that two of the wires on j2 at the motion board were not seated in the connector. The connector was adjusted and the pins were reseated. The issue was resolved and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that one of the back wheels on the imaging acquisition system (ias) is not turning and the system won't drive in reverse. There was no patient involvement.